Event description:
2024-jul-26: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient said their device is not providing stimulation and had not since last week. Patient clarified they were seeing settings not available on the current program a couple months ago. Patient stated they spoke with a manufacturer representative (rep) who stated the patient's scar tissue may be contributing to the issue of not feeling stimulation. Agent reviewed meaning of the screen and redirected to the healthcare provider (hcp). Agent reviewed rep role and resources for coordinating reps. Patient stated they go to their managing hcp every month. 2024-oct-07: additional information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Agent transferred caller to national answering services (nas) to have rep paged for pt's appt. According to caller, pt isn't able to communicate to the ins. According to pt they were told to have rep page to have them come to an appt to check the system and determine why it isn't communicating. 2024-oct-10: additional information was received from the healthcare provider (hcp). When asked the cause of the "settings not available" message and not getting stimulation, the hcp reiterated that the patient's scar tissue may be contributing to the issues of not feeling stimulation. The patient was scheduled for an office visit on and a rep would be meeting with the patient to check on the stimulator to see if that was the case. 2024-nov-11: additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not getting the settings not available message and not getting stimulation is that the lead is non-programmable and non-responsive. Patient to go to a surgeon for a lead and battery replacement in november. Patient reported that he cause of having issues connecting to the implant is that the lead is defective-no stimulation. Patient stated that the surgery date is to be determined.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 12-sep-2023, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.